Event description:
It was reported that the right ventricular lead impedance had increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - performance data was collected and has been analyzed. Varying resistance/impedance was noted as the weekly pace lead impedance trend data show various spike increases for max rv pace from 728 to 960 ohms peak between (B)(4) 2011 and (B)(4) 2012. The full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that several conductors were stretched, several conductors had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the lead was stretched, and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected and has been analyzed. Varying resistance/impedance was noted as the weekly pace lead impedance trend data show various spike increases for max rv pace from 728 to 960 ohms peak between (B)(4) 2011 and (B)(4) 2012.